Manufacturer narrative:
Reference# (B)(4).

Event description:
Print/save failure when attempting to save images. Problem started after cse replaced cem and hard drive , loaded software and restored backups. This MDR is being submitted following a retrospective review.

Manufacturer narrative:
The initial MDR (MFR# 3023245-2024-00049) was submitted following a retrospective review performed by siemens. This report is being submitted to provide additional information related to the investigation results. In this case, service arrived at the site to investigate the issue with the unit not saving screen shot and printer error, reloaded the software on the unit. However, once the backup preset files were loaded, the system wouldn't load it. The back-up preset seemed to be corrupted. The problem was resolved after cse reloaded software and entered network data by hand. The inability to save images could be due to the corrupted presets. No trends were found for this issue; thus no further action is required. Reference# (B)(4).